Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower aux, system the active sites were not getting the medicine equivalent. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that the sites were not getting the medicine equivalent. A technical support specialist (tss) investigated the issue with med equivalents not issuing correctly appears to stem from a cabinet-level restriction rather than a problem with the equivalents themselves. Testing confirms that the system correctly identifies valid equivalents (e.g., 2x oxy 5mg tabs for 1x oxy 10mg tab). However, the med order has a profile quantity requirement of 1, and the cabinet is configured to prevent issuing over that amount. This restriction is tied to a client profile setting, which is currently disabled support cannot modify this setting. To resolve the issue, the customer must approve enabling the setting across all cabinets, update the client profile, and ensure the setting is consistently applied. Spot checks show some cabinets have this enabled, suggesting manual changes were made post-deployment. For mql maintenance, users should receive a login notification the week prior to the event, but the tss may want to explore more proactive notification options. The tss addressed the customer approval to update the client profile and enable the setting across all cabinets. The system functioned as intended after the technical support specialist investigated the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower aux, issues with med equivalate issues. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.